Event description:
The physician reports that during cataract surgery, the crystalens haptic tore during delivery using the crystalsert lens injection system. Intervention was performed in order to enlarge the incision and remove and replace the lens and suture the incision. A second iol was implanted successfully. Reference MDR # 2031924-2010-00126.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual examination. The haptic was bent on the leading haptic plate and the optic was torn. The trailing haptic was also bent and had tears in two places. The condition of the lens is consistent with lens damage associated with lens injector use. Root cause: according to the surgeon, the root cause of the reported issue of lens damage is attributable to the insertion device, where the plunger overrode the iol.